Event description:
In 2008, the pt's father reported that the insulin from the pt's infusion sets is "dripping" instead of "streaming" out from the needle. The father reported this to the infusion device manufacturer (competitor), and he was advised to return the insulin cartridge and infusion set to them. This was over 30 days ago and he had not yet heard anything. The father stated that 5 weeks ago, the pt's blood glucose elevated to the upper 200-300 mg/dl range and the pt felt irritable and "grumpy." The pt bolused to lower his readings. His normal blood glucose range is 200-250 mg/dl. The father was advised to contact the pt's physician regarding elevated blood glucose. He was sent replacement infusion sets. The pt did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.